Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (502 mg/dl). Customer delivered multiple boluses and changed out supplies before going to the emergency room. Customer was treated with insulin drip and fluids. Customer left the emergency room after 9 hours with blood glucose at 227 mg/dl. Cause for the event was unknown. Pump system check was performed with tandem technical support and no issues were identified.